Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test and self test. Unit received with corroded electronic assemblies, corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails and broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the customer went swimming and battery compartment of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.